Manufacturer narrative:
(B)(4). The sample associated to this report is expected to be returned for analysis.

Event description:
Customer states: during use on a patient at hospital, a nurse confirmed the air leakage. The source of the leak could not be confirmed. Customer confirmed pre-test was done. Information suggest that extubation and reintubation of a replacement tube was required.